Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was not delivering insulin. Customer stated that she fixed it on her own by checking the set connection. Blood glucose value in the morning was 300 mg/dl; current value us 206 mg/dl. Customer was not able to troubleshoot at the time. She also reported that she experienced some sensor reading discrepancies and weak signal alerts. Nothing further reported.